Manufacturer narrative:
The retrieved small particle was sent for analysis by the reporting facility to their lab. No product was returned for evaluation and to date we have not received the results of the analysis conducted on the particle. The manufacturing and sterilization records were reviewed and found to be acceptable.

Event description:
We were informed by the vigilance authorities in the (B)(6) of an incident report they received from the (B)(6). The report indicated that while using the phaco handpiece a small particle entered the patient's eye. The particle was retrieved without any injury to the patient.

Manufacturer narrative:
To date we have not received any product or any additional information regarding the evaluation conducted on the particle. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipates rates. No further investigation will be conducted at this time.